Event description:
Customer stated that their meter is showing f-12 when a test strip is inserted, it used to show f-5. When pt resets it to f-5 it returns to f-12 again. A review of the system was conducted over the phone. The review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided.